Event description:
The technician alleged that the bed would set in brake mode but the bed would still roll. No pt impact.

Manufacturer narrative:
The technician replaced the brake bearings, brake caster and the brake switch to resolve the issue.